Manufacturer narrative:
No information has been provided to date. Device evaluation: the pump was not returned to the manufacturer but was investigated and repaired at the customer facility by a field service technician. A visual inspection of the pump found that the manufacture?s seal is missing. The battery/power cord was working as intended. The condition of internal ribbon cable connection was not correct per factory specification. The pump was tested after reassembly of the ribbon cable connector and j9 connector of the main printed circuit board assembly (pcba) and found to be in good condition; glue was installed. During functional testing, no alarms were present. The reported failure was not confirmed. The root cause could not be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the customer's pharmguard server data was accessed to determine which pumps experienced primary audible alarms (post and bgnd) during the time between january 2019 to 28 april 2020. No patient injury was reported.